Event description:
Reporter stated on one specimen the calcium result was 16.15 mg/dl and the glucose result was 263.6 mg/dl. The reporter stated that the specimen was retested and the results were 9.92 mg/dl for calcium and 155.8 mg/dl for glucose. The reporter indicated that the second results were provided to the physician. The field service engineer discovered that the internal water reservoir had not been cleaned on a regular basis. The field service engineer performed additional maintenance training at the site.